Event description:
Reporter alleged obtaining the results of 99 mg/dl and 54 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she was feeling shaky and fuzzy headed and she ate something sweet. Reporter stated that about 1 hour prior to all of this, she took 10 units of novolin r. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.